Event description:
Reportable based on analysis completed on 22apr2015. It was reported that the device was deformed. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 26 encore balloon catheter inflation device was selected for use. During procedure, it was observed that the distal section of the inner device was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis observed the gauge was noted to be reading below the zero zone.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for evaluation. The device was returned with the plunger partially withdrawn and media in the barrel. There was no issue noted with the luer and the flexcil line of the device. The gauge of the returned device was noted to be reading below the zero zone. A test gauge was used to perform functional examination and the device passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).